Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: customer returned one (1) used bd pen needle without a tear drop label attached. Customer reported that the pen needle broke off at patient end during use. The returned pen needle was examined and it was observed that the patient end (pe) cannula was broken. No evidence of manufacturing defect was observed. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together, these are all indicators of bending/re-straightening mode of failure. The possible root cause for this issue (broken pe cannula): user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ pen needle iii broke off in the injection site during use. The needle was not removed as it could not be located, but no medical attention was sought. The following information was provided by the initial reporter: "spouse of consumer reported that the patient end of pen needle broke off into the injection site during injection. Needle was not removed, consumer was not able to locate it. He did not seek medical attention, there is no pain or discomfort. Consumer stated that only a part of the needle remained when the injection was completed. Consumer does not re-use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pen needle iii broke off in the injection site during use. The needle was not removed as it could not be located, but no medical attention was sought. The following information was provided by the initial reporter: "spouse of consumer reported that the patient end of pen needle broke off into the injection site during injection. Needle was not removed, consumer was not able to locate it. He did not seek medical attention, there is no pain or discomfort. Consumer stated that only a part of the needle remained when the injection was completed. Consumer does not re-use."